Event description:
Per verbal communication with facility in 2006 - during the process of setting an appropriate initial coumadin regimen for a new patient, 2-3 days after first dose a 1.8 inr. Prothrombin test (pt) reported. Coumadin administration continued followed by another pt result of 1.8 inr. Coumadin dose administration increased, another pt performed with result of 1.8 inr. Facility requested patient have reference lab evaluation, patient was initially non- compliant with request. Ultimately patient specimen sent to reference lab with result of 10.0 inr. Fresh frozen plasma administered to patient to reverse coumadin effect. No patient injury reported due to event.

Manufacturer narrative:
Method - review of historical complaint records for like product (j201) performed. Itc complaint no mfg & user reviewed event chronology in light of product labeling limitations related to conditions requiring retesting and / or laboratory confirmation prior to dose regimen modification. Customer indicated no patient injury due to event. Customer indicated use of non-itc puncture device may also be casual. Customer advisory initiated emphasizing conditions requiring retesting and/or laboratory confirmation prior to dose regimen modification.